Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
This is a final report: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode and active electrode due to the reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered.

Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.